Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model mc1810 biopsy instrument allegedly failed to fire and self activated. This report was received from one source. This event involved one (B)(6) year old female patient whose weight was not provided. This patient had no reported patient injury.